Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer changed the cartridge and infusion site. The customer's blood glucose level was 500 mg/dl and was treated with an injection of insulin. As the customer had changed the supplies prior to contacting tandem technical support, a system check to determine a possible cause of this occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.